Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that during a pump refill the expected reservoir volume was 5ml and they got  back 14.5 ml.